Event description:
It was reported while injecting into the catheter, a blood return could be seen in the other catheter lumen. This catheter was removed and another dialysis catheter was successfully placed without any pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available.